Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, the device came apart and disassembled when the surgeon was trying to implant it. One end of the implant came off. Operating room staff attempted to reassemble it, but could not. There was no adverse outcome for the patient.